Manufacturer narrative:
The kit and data key were returned for analysis. Review of the information stored on the returned data key confirmed the reported blood pump error alarm. A leak test was performed and confirmed a leak existed in a damaged area of the photoplate outlet bushing tubing. Root cause for a leak of this nature is likely operator installation error. The photoplate chamber has sharp locating features. If the plate and tubing were loaded in an incorrect manner, the bushing can become cut open during procedure. No manufacturing related defects were confirmed during the evaluation. Review of the device history record found no related nonconformances. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d713 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for blood pump error alarm nor for photoactivation module leak. A corrective and preventive action was initiated for blood pump error alarm. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo, kit and data key analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Customer called to report blood pump error and fluid logic module (flm) leak during 6th cycle. Customer aborted the treatment and disconnected the patient. Css asked the customer to check the tubing in the flm guides to see if any tubes were pinched or misplaced. Customer noted that the 3rd line from the left was in the 4th guide with another tube. On a follow-up conversation, therako's clinical services representative (css) received photos where it appears the leak was not from the flm, but from the photoactivation module. Customer was informed that service was needed. Customer has third party service provider; if service is requested from therakos, they will call back. The customer has provided photos and returned the kit for investigation.